Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, inappropriate therapy was noted on the device due to the programmed settings. The device was successfully reprogrammed, and the patient was stable with no adverse consequences.